Manufacturer narrative:
This report is for an unknown spine plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: briuks, k., ruks, k., puce, a. And jumtins, a. (2010), new treatment resources of traumatic thoracolumbar burst fractures ¿ minimally invasive open anterior column reconstruction: our initial experience, acta chirurgica latviensis, (10/2), pages 58-63 (latvia). The aim of this study is to analyze their initial experience and significance of spinal anterior column stabilization with different implants and different methods for thoracolumbar burst fractures. Between september 2007 to september 2010, a total of 37 patients (23 male and 14 female) with a mean age of 39 (range: 16¿58) were treated with minimally invasive open surgery to the anterior column. Surgery was performed using a table¿fixed retractor system (synframe). Expandable (synex) cages were used for vertebral reconstruction in 9 patients, tricortical iliac crest bone or expandable cage plus locking compression plate (synthes) in 3 patients, or other competitor¿s devices for the rest of the patients. The following complications were reported as follows: (the article did not specify what device was implanted in the patients who had complication) 5 patients had postoperative pneumonia which developed after thoracotomy, but it resolved within 10 days after conservative (physiotherapy and appropriate antibacterial) treatment. 2 patients needed bronchoscopy for lung collapse. 2 patients needed pleural puncture after chest tube removal, because of hydrothorax. 8 patients presented with a neurological deficit ¿ 4 patients with lower paraplegia, 4 patients with urinary bladder dysfunction which decreased after spinal canal decompression. Most patients (unknown number) reported mild pain at the site of intervention but in all cases this resolved completely after several days. In 2 cases 3 months after anterior reconstruction using expandable cage distal cage part migration through endplate 2¿3mm was observed. This report is for an unknown synthes spine plates. This is report 2 of 4 (B)(4). It captures the adverse events of surgical intervention neurological deficit, lower paraplegia and urinary bladder dysfunction.